Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The device was programmed with several basal profiles and boluses during testing. All basal profiles and boluses delivered and recorded properly. No daily totals, basal or bolus anomaly observed during analysis. A scratched display window, cracked battery tube threads and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose and the insulin pump was not delivering insulin. Attempted to deliver a bolus into the air, and no insulin did exit. It was stated that the piston was not touching the reservoir and no drops of insulin did appear. The high pressure test was performed and passed. The time, date, and bolus wizard settings were correct. No further information was provided.